Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: after 8 clippings, clipping could not be done. The tip was closed. The user also experienced a misaligned loading on the device. Another device was used. Oozing occurred. Nothing fell into the patient cavity. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).